Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer reference number: 2017865-2022-08873. It was reported that the patient presented in clinic for follow up. Device interrogation revealed the capped right ventricular (rv) and atrial lead began to erode through the skin and signs of infection. On (B)(6) 2022 the physician elected to cut the rv and atrial lead below the proximal pins. The patient condition was stable.